Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated he is getting the ins removed because it failed. Caller stated he did not have the ins but 6 months before it failed and it was determined the whole left side shorted out and the health care provider (hcp) has never seen that before.

Event description:
Additional information was received from the rep. The rep reported the patient has an appointment with the hcp on (B)(6) 2020. A rep will be present. Rep stated the shocking was intermittent. The purpose of the appointment next week was to address and get answers and resolution.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported reprogramming on the 8-16 side of the lead was attempted because of impedance issues on the 0-7 side. The patient was seeking an appointment with the implanting surgeon to discuss lead revision. It was noted the patient was reluctant to turn on stimulation again and had on appointment with their surgeon implanter on 2020(B)(6) it was confirmed a manufacturer representative would be present at the appointment. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the surgeon took x-rays and had the rep interrogate the battery. Impedances were high on both side of the lead. Patient stated he turned ins off a few weeks ago. Surgeon discussed lead revision today and stated he would also examine the battery intraoperatively and if he saw any evidence that it was not working, he would remove and revise it as well. It was reported ins has not been revised/ removed yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep met with the patient on (B)(6) 2020 to reprogram the device after a shocking experience that wasn't in one specific location. The rep reported 2 suspected electrodes, 3 and 6, that had yellow-high impedances. The first time the shocking was experienced was within a few days of the patient meeting with a rep. The shocking occurred when the patient squatted down. After reprogramming, the patient did not experience further shocking until the past weekend. It was recommended the rep meet with the patient again and suggested palpating for a possible fluid short. No further complications were reported.